Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged, connector stuck) has been confirmed. Upon investigation the trunk cable connector was stuck to the monitor connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was cut from the monitor enclosure, severing the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device manufacturer electrode belt: 08/25/2011. Monitor: 08/15/2014.

Event description:
A us distributor reported that a patient had a damaged and stuck electrode belt and monitor connector.